Event description:
Registered nurse (rn) was standing at the nurses station near the room. Rn heard a loud thump rushed into room to find the patient had fallen from the bed and was laying prone on the floor, endotracheal tube had become disconnected from the circuit. The patient was deeply sedated and paralyzed so unsure of how the patient fell from the bed. After the fall, the rn immediately shouted for help. Additional nurses arrived immediately. Patient was connected to bag valve mask and manually administered breaths while patient situation being rapidly assessed and patient then turned supine on the floor while maintaining c-spine precautions. Trauma service consulted. Patient placed in c collar per direction of trauma md. Patient transferred to backboard and lifted to gurney and transported to CT for stat CT head. No fractures noted. Radiology had been in the room about 15 min prior to the fall. One rt took the chest film of this patient and left the room. Of note, the patient is obese at (B)(6) kg and was on a specialty bed. The side rail was noted as down. The rt who was just in the room stated they put the rail up before leaving room.